Event description:
It was reported that during a laparoscopic gastrectomy, the device was locked out. An unexpected noise like snap was heard when the device clamped the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged one piece sled. The sc60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received unfired. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. This condition caused the device only fired into lockout region. The device was tested for functionality in using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.